Manufacturer narrative:
The return of the device has been requested, and has not yet been received. Manufacturing and sterilization records for were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility in the philippines reports intermittent dysfunction of a cutter probe. It is unknown if aspiration continued when cutting stopped. A hospital representative confirmed no adverse reaction occurred to the patient.

Manufacturer narrative:
The product was returned and evaluated. The product evaluation showed one opened pack was returned with the tip protector loose in the pack tray and not on the cutter as it should be, and the needle was bent. The port window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Inspection of the connectors showed no no damage. A functional test performed using a stellaris pc system showed that after about 30 seconds of cutting, the inner needle bound up, blocking the port window. The cutter stopped cutting and aspirating. It was noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, and the returned condition with the tip protector loose in the pack tray, the cause of the bent needle could not be determined making the root cause inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.